Event description:
A peritoneal dialysis (pd) nurse reported a patient contracted peritonitis. The patient presented to the clinic on (B)(6) 2014 with cloudy effluent and abdominal pain. The following is based on medical records provided by the patient's treatment facility: the patient was prescribed prophylactic antibiotics 2g vancomycin and 40mg gentamicin. The patient produced a positive culture result. The patient was not hospitalized and continued anti-biotic treatment through (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related mdrs #1713747-2014-00250, 2937457-2014-00876, and 8030665-2014-00441.